Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted customer with resetting pump using provided reset instructions, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if any malfunction alarm returned.